Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1fltp, implanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot# va1fltp, implanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient turned their neck and felt a pop on same side where the extensions are tunneled. Then they felt a shocking feeling which causes extreme pain. Over time the pain improves but returns when the neck is turned. When the device is turned on patient reports extreme pain with shocking symptoms at the base of the skull up to the head and behind the eye which causes pain and now the device is left off due to this result. The manufacturing rep took an icc over the phone, due to the patient living in another state, result was 8 and okay. No further diagnostics were done. The issue was reported to not be resolved at the time of the report. Surgical intervention did not occur and it is unknown if it is planned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep indicating the cause of the device issues had not been determined and it was unknown if they were resolved. Surgical intervention had not been performed.